Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the posterior capsule broke when the lens was inserted. Additional information has been requested.

Event description:
Additional information was provided by the reporting surgeon. The iol was removed through the hole in the capsule and another lens model was placed in the sulcus without complications.